Manufacturer narrative:
Evaluation method. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under both breasts since she started wearing the lifevest. The area was reported to be like a heat rash. The rash had improved as she was applying gold bond powder and cornstarch. During a follow up the patient reported she saw her doctor who recommended the use of a topical ointment. The patient reported that she was not using the ointment and instead continued the use of cornstarch. She reported the cornstarch was helping the rash. There was no alleged device malfunction.